Event description:
It was reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge continuing to use the pump for insulin therapy.